Event description:
Reportedly, one year after implantation, the patient was admitted at the hospital because of dizziness. During the follow-up, intermittent pacing and high ventricular lead impedance were observed. The first re-intervention did not confirm. During the second intervention, the lead connector section was indicated to be disassembled. The physician attempted to repair the lead using an is-1 unipolar adapter, but the problem was not resolved. This adapter was returned with the connector portion of the subject lead. The lead was replaced and connected to the pacemaker involved in MDR report 100165971-2010-00526 (reply dr, (B) (4)), but the problem persisted. After connecting this other lead to another pacemaker, the problem was resolved.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. Device follow-up files of associated pacemaker were analyzed. X-ray analysis performed. (B) (4). Conclusion: regarding the detachment of the connector components, no evidence of a manufacturing defect was identified, and signs of appropriate fabrication were observed. The analysis indicated that the detachment was sustained via excessive tension placed on the lead, while implanted (ex. Twiddler's syndrome) or as a result of insufficient loosening of the connector set-screw or through repetitive insertion / removal from the pacemaker connection system. As described by the physician, there was poor electrical function of the pacing system one year after pacemaker replacement, or after approximately 8 years of lead implantation. It is not known if this poor electrical function is associated to the damages sustained to the lead, or to a lead pacemaker connection issue, or displacement of the lead tip. The physician also noted in the report that the same issue was indicated with a new ventricular lead. Regarding the illegibility of the lead label, the reported behavior is related to the fading of the is-1 connector stickers. All available evidence indicates that it results from inadequate material specifications of the is-1 connector stickers. The material specifications of the stickers have been improved in 2004 in order to prevent such unexpected behavior. The results of the subject investigation are retained and utilized for trending purposes.